Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a button error alarm. The customer reported that the keypad was locked. The customer's blood glucose was 106 mg/dl at the time of incident. The insulin pump will be replaced and will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive back button due to moisture damage on the keypad traces. No stuck button alarm noted during our testing. The insulin pump passed full functional testing including displacement test, rewind, prime seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. The insulin pump had scratched case, fading serial number label, pillowing keypad overlay and missing display window cover.